Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The de novo target lesion was located in the moderately tortuous and moderately calcified left descending artery (lad). A 15mm x 2.5mm apex mr balloon was advanced to the lesion for predilation. Upon inflating the balloon to nominal pressure for 30secs, the balloon ruptured at the 2nd inflation. The device was removed intact and the procedure was completed with another of the same device. No patient complications were noted and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).